Manufacturer narrative:
The patient's age is unknown; however, per the study inclusion criteria, the patient was over 21 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. This event was also reported to the FDA in a (B)(6) postmarket study status report. (B)(4). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2014, the patient was implanted with an uphold lite mesh as a participant in the study of uterine prolapse procedures - randomized trial (super study). It was reported to boston scientific corporation that two weeks post-op, the patient experienced stress incontinence (new or worsening) beginning the day of the procedure ((B)(6) 2014). This was somewhat improved at the 6-week visit, but stress urinary incontinence (sui) was still noted at the 6 month exam on (B)(6) 2014. This was not bothersome to the patient, and she desired no treatment at the time of the exam. The patient continued to have sui as of the 12 month visit on (B)(6) 2015. The patient refused surgery and was referred to a physical therapist. This event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "probable". This patient had fecal incontinence prior to procedure (since an unknown date in 2013); however, the patient sought medical attention for a worsening of this pre-existing fecal incontinence that occurred over the last several months prior to her visit. She was referred for a colonoscopy and physical therapy. On (B)(6) 2016 there was slight improvement, but this was noted to be most likely a result of ibs (irritable bowel syndrome). On (B)(6) 2016 the patient had no complaints of fecal incontinence, and the event was resolved. The study investigator assessed this event as "moderate" in severity, with "possible" relation to the uphold device/procedure.